Manufacturer narrative:
Pump received with normal operating currents no unexpected low battery alarm during testing noted. Pump received with button error alarm and no button response due to flattened button dome switch. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the batteries only last 3 to 4 days. Customer also indicated that the buttons need to be pressed 5 to 6 times in order for them to work and the act button only sometimes works. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was unable to be done as the keypad does not work. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.